Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure, the pangea polyaxial screw was placed in the holding sleeve with difficulty and when placing it in the patient, the screw disassembled.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed. Placeholder.

Manufacturer narrative:
Additional narrative: the visual inspection has shown that there is a misalignment of the conical elements. Spirit and pangea screws may suffer from above-described damage when handled in a certain manner. This issue has been addressed and corrective action has been taken. The spirit surgical technique guide had been adapted and an additional insertion guide sleeve was released. It is noted that when the pangea screws are used with spirit, it is vital to avoid pushing forward the holding sleeve while inserting and advancing the screw into the vertebrae. The same applies when orientating the holding sleeve. No product fault could be detected. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported. Additional codes: mni, mnh, kwp, kwo. Device history records were reviewed and no nonconformities were found that would be associated with this complaint.